Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault". The customer provided purchase order to buy main printed circuit board assembly. The customer reported that there was no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. Pt 801 has recorded faults on the event log and failed calibrations. A/d count shows drift on both 0 cmh20 and 3 cm h20 of pt 802. This issue will be internally investigated within vyaire.